Event description:
Consumer complaint of low blood results. Caller normally is around 130-140mg/dl. Back to back blood glucose results were 402 and 337mg/dl. Last results in memory were 68mg/dl, 436mg/dl, 269mg/dl, 109mg/dl, 384mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (68) and the normal result (140) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).